Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. The returned locking screws were inspected at customer quality and the complaint was confirmed to be broken. Since the parts were returned broken, the parts cannot be definitively identified but it is likely that the returned 3.5 mm locking screws, self-tapping with star drive recess are 212.111 and 212.123 as they measured approximately 30mm and 55mm respectively. 212.111 was returned with the head broken off and large gouges in the shaft, consistent damage from a drill during removal surgery. 212.123 was returned with the head broken off. Whether this complaint could be replicated is not applicable because the device was returned broken. The following were performed to complete the investigation. ¿ visual inspection ¿ drawing review material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Due to post manufacturing damage, dimensional analysis is not applicable. Drawing was reviewed and was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. While no definitive root cause could be determined it is possible that the device encountered unintended loads before the bone healed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition therefor no further corrective and preventive actions are proposed. Due to the serious injury, design and clinical risk management documents were reviewed. The complaint condition is adequately addressed by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Date of postoperative screw breakage is unknown. This report is for two (2) unknown broken 3.5mm locking screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. (510k#): unknown. Without a lot number, the device history record review could not be requested. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a pubic symphysis revision surgery on (B)(6) 2017, a broken 3.5mm symphysis plate, two (2) broken 3.5mm locking screws and a broken 3.5mm cortex screw were removed. The patient was experiencing pain and through x-rays it was revealed that the plate and screws were broken. The initial surgery information is unknown. The surgeon replaced the broken plate and screws with a 4.5mm synthes recon plate. The revision surgery was a success without any delays and patient outcome was noted as stable. Concomitant device reported: cortex screw (part # unknown, lot # unknown, quantity 3). This report is for two (2) unknown broken 3.5mm locking screws. This is report 2 of 3 for complaint (B)(4).